Event description:
It was reported that the broaches easily come off broach handle when hammering out. No delays or iinjuries reported. No more information shown.

Manufacturer narrative:
A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.